Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that a cartridge alarm 1 occurred during basal delivery. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 349 mg/dl.